Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the ureter during an endoscopic submucosal dissection (esd) procedure performed on (B)(4) 2021 during the procedure, after about 4 hours, the electrode tip of the proknife began to deform. The electrode tip eventually broke off and fell into the patient. The tip was not removed from the patient and was left to pass naturally. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.